Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf104 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported chemo started through port 6ml infused when called in and it had leaked out at tubing/cap connection. Patient had to be reaccessed and provider to decide if chemo continues with 10% loss or to make a new dose. Product contains blood, no patient harm.